Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files and failure files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 11 injections were performed with the catheter.

Event description:
Information received by medtronic describing adverse events that occurred post cryoablation procedure on (B)(6) 2014. Patient experience dizziness and hypotension. Patient given a fluid bolus with resolution. Did not prolong hospitalization; patient discharged on (B)(6) 2014 patient experienced some dysuria on the day after the cryoablation procedure. On (B)(4) 2014, patient had chills and went to the emergency department where she was diagnosed with a urinary tract infection (uti). IV cipro given and patient discharged home with prescription. At follow up visit on (B)(6) 2014, uti had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.